Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had unexplained high blood glucose for over a week, and was hospitalized due to high blood glucose. The glucose reading at the time of hospitalization was 900+ mg/dl. Customer stated that she was vomiting and had stomach flu, prior to hospitalization. Nothing further was reported.